Event description:
Consumer called stating that the internal and external batteries in her xpo100b concentrator are not holding a charge.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model xpo100b, serial number/date code and age of product are unknown. The owner's manual part number 1148112 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the internal and external batteries on her xpo100b concentrator are not holding a charge. She also stated that she was stranded without oxygen due to the malfunction of the batteries. The owner's manual states a caution on page 6, "invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining." Page 12 of the owner's manual states, "the invacare portable concentrator is to be used by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life." It is unknown if the consumer has an alternate source of oxygen.